Manufacturer narrative:
The customer¿s report of an overinfusion of an unspecified medication was not confirmed. The pcu event log shows the following devices were attached to the pcu on the reported event date of (B)(6) 2018: channel a pump module s/n (B)(4) was in use and infusing drugid 73 at a rate of 13ml/hr. Channel b pump module s/n (B)(4) was in use and infusing an unknown medication at 24ml/hr. Channel c syringe module s/n (B)(4) was idle. Channel d pump module s/n (B)(4) was in use and infusing an unknown medication at 2.2ml/hr. At 1:19 am on (B)(6) 2018, the primary infusion on channel a completed and the device transitioned to kvo at the kvo rate of 1ml/hr. At 1:20 am, the user changed the vtbi to 20ml. At 2:40 am, the user channeled the device off. At 3:09 am, the user paused the infusions on channels b and d. At 3:11 am, the user channeled off channels b and d and the system was shutdown and powered off. The root cause of the customer¿s report of an overinfusion of an unspecified medication was not identified. The suspect device and intended programming parameters were not identified by the customer. Only a portion of the pcu event log was received for investigation and due to this the profile and medications in use could not be identified.

Event description:
The customer reported an over infusion of an unspecified medication. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an over infusion of an unspecified medication. There was no patient harm.